Event description:
It was reported that premature stent deployment occurred. An 6mmx61mx120cm epic vascular self expanding stent was taken out of the package. After prepping the device, the physician went to pull the device over the guidewire. It was noticed that the stent had started to deploy. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an epic device with no original packaging or other devices. The safety lock was present. The distal end of the stent was partially expanded a length of 5mm. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. An 6mmx61mx120cm epic vascular self expanding stent was taken out of the package. After prepping the device, the physician went to pull the device over the guidewire. It was noticed that the stent had started to deploy. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.